Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek multiclix lancet device after firing. The customer experienced increased bleeding with the finger stick. She covered the finger with a paper towel to stop the extra bleeding. No medical intervention required. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.